Event description:
Received six eletro shocks which were discontinued due to extreme high blood pressure. Have many physical problems after these treatments, including; panic attacks, severe headaches, weakness on right side of body, extreme insomnia, chest pains, blurry vision, nausea, and major memory loss.